Event description:
According to the reporter, during laparoscopic radical nephrectomy, the device had a regrasp alarm of e420 (excessive use) error code presented upon plugging in the device to the generator. Another ligasure device was used successfully with the generator. The generator's software version was 4.0.4 .there was a delay, patient under prolonged anesthesia to replace instrument. I was unknown on how many minutes it took for them to get a new hand piece. Medtronic's initial evaluation of the incident device found an ft10 generator software issue related to the customer's operating software version in which the authentication check gives an incorrect error message.

Manufacturer narrative:
D10: concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm, (lot #32350307x). H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device data was available for evaluation. An evaluation was led of a vlft10gen for a non-reportable condition involving an error message with a ligasure device. During the investigation, a generator software issue was identified as being related to the reported error message in which this error message may occur when the vlft10gen generator performs an authentication check to confirm that the ligasure instrument has not been used previously. This identified software issue has a potential for patient harm. Software enhancements have been implemented to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.